Event description:
The patient reported he had an micl lens implanted in his left eye (os). The patient reported a cataract has developed. Additional information has been requested, but none has been forthcoming. If additional information is received, a supplemental medwatch will be sent.